Event description:
Black dose knob was difficult to press, sometimes pen just will not work, pain [injection site pain]. Case description: non-serious. This case is a spontaneous report from the us referring to a male pt. The pt's mother reported this case. No past medical history, concurrent illnesses, allergies or concomitant medications were reported. In 2006, the pt received nutropin aq (9ml, "before bedtime", sq) for an unspecified condition. The lot number was l14887. The first puncture date and the pt's prior history of exposure to lot number l14887 were not reported. The most recent date of administration prior to the event was not reported.

Manufacturer narrative:
On a date not reported, the pt presented with black dose knob was difficult to press, sometimes pen just will not work, pain (injection site pain). The start date of the event was noted as "a month or so". The mother initially stated that the black knob was difficult to press. She then stated, "who said it was hard to push"?, after being asked about it. She said, " I know this pen, no, something was wrong with the pen, sometimes it will just not work. Then, I had to put a whole new needle on, sometimes I had to change the needle four times and I was losing medication. I just need a new pen. You know it hurt him". She added, "I worked for a pharmacist and he recommended calling here". She further stated, "look, I am late and was at work and I just needed to know if I was going to get a new pen or if I needed to pay for it". She said that she had traveled recently. The hurt that she referenced was due to changing out the needle and sticking him four times. However, due to the mother's uncooperative nature and rush to get back to work, not all info was able to be collected. Also noted that, when trying to obtain her demographic info, she said, "good thing I can spell, I am dyslexic though". Relevant lab test, treatment for the event and action taken with nutropin aq were not reported. It was not reported whether the pt continued or discontinued treatment with lot number l14887, or it the pt switched to a different lot number. At the time of this report, the event outcome was not reported. The pt's mother did not provide a causality assessment of the event injection site pain in relation to nutropin aq. No other suspected causes were identified. No further info is available.